Event description:
It was reported to covidien that a customer had a problem with a blood collection holder. The customer reports while drawing blood from a patient, he wasn't getting any blood return into the tube. Customer stated when he proceeded to pull the needle out of the patient's arm to check on puncture site, the needle stayed in the patient's arm and he was left holding the tube holder in his hand.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.